Event description:
Hcp reports in 2006, the pt had been having poorly controlled pain and was having a revision for their pump which was expiring. During the replacement procedure, the catheter/pump connection was noted to have a black substance in it. The hcp was unable to aspirate the catheter. When the hcp dissected down to the catheter, the catheter tip was about 1 inch beyond the anchor. A piece of the catheter was found in the v-wing anchor. An MRI was done. No results were reported at this time. The catheter and pump was replaced and returned to the MFR for analysis. The pt's pain control was significantly improved immediately following the surgery (dilaudid, 50 mg/ml; pre op dose 11+ mg/day; post op dose decreased to 2.4 mg/day).

Manufacturer narrative:
Final device analysis results reveal - broken catheter - jagged appearance.